Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a smell of smoke from the coulter lh 750 hematology analyzer. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the burning smell came from the analyzer power supply 1 printed circuit board. The fse replaced the board and verified the instrument operation.

Manufacturer narrative:
(B)(4).